Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked right plunger case. The tamper seal was broken. Review of the event history log (ehl) showed acu power strobe failure, background self-test timeout, and acu watchdog failure. A functional test was performed by powering on the device and visually inspecting all the boards. The reported issue was not duplicated. The power up self-test passed and found no damage to any boards. The main board was replaced as a preventive measure. A power up process and preventive measure were performed and passed all functional tests. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. B3: unknown; no information has been provided to date.

Event description:
It was observed that an acu power strobe failure, background self-test timeout and acu watchdog failure were present in the event history log (ehl). It is unknown if there was patient involvement, no adverse patient effects were reported.